Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device was in cmvasv mode and failed to deliver breaths to patient. The ventilator device could not trigger an airflow. - this occurrence was noticed during patient ventilation. The patient was ventilator dependent. - operation check was preformed prior to and after the event. No faults or alarms were noted. - the device log files (service log, error log, event log) were provided to hamilton but were overwritten. - there is patient involvement reported. This event occurred during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device was in cmvasv mode and failed to deliver breaths to patient. The ventilator device could not trigger an airflow. - this occurrence was noticed during patient ventilation. The patient was ventilator dependent. - operation check was preformed prior to and after the event. No faults or alarms were noted. - the device log files (service log, error log, event log) were provided to hamilton but were overwritten. - there is patient involvement reported. This event occurred during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.